Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose had spiked to 500 mg/dl twice, and that she had also experienced lows. Her blood glucose at the time of call was 49 mg/dl, and after she treated it rose to 69 mg/dl. Additionally, her infusion sets push out of her skin after two and a half days, which she believed was caused by swelling from her kidney disease. The customer declined to report any of the issues to the 24-hour helpline, but the customer service agent followed up with the 24-hour helpline to make them aware of her issues and to document them. No products were shipped or returned.